Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, up to 190 ohms. Technical services (ts) provided troubleshooting including recommending a max energy commanded shock test and possible calcification on lead coil. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure and replaced with a new rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, up to 190 ohms. Technical services (ts) provided troubleshooting including recommending a max energy commanded shock test and possible calcification on lead coil. No adverse patient effects were reported. Currently, this lead remains in service.